Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
Information was received from the user facility that they have used the ventilator in tandem with a high frequency jet ventilator (hfjv). The reported tandem use of a hfjv implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but the measured expiratory values would include the values of the hfjv and therefore, the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms, such as for peak and mean airway pressures. The use of a hfjv in tandem with the ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore, the consequences of its use with our ventilator are unknown. There is no ventilator malfunction. H3 other text : 4117.

Event description:
It was reported that the peak and mean airway pressures increased. There was no patient harm. Manufacturer's ref #: (B)(4).